Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that on saturday their stimulator shut off. Caller stated they were doing things and not charging the implant, so they went to charge the implant on saturday evening and tried to turn the stimulation back on, but the communicator would not connect to the handset. Caller added that they called their representative on sunday and was told to call patient services for a replacement communicator. Caller noted that they've had problems before with the implant shutting off before but charging it seemed to resolve itself. Caller mentioned that for 3-4 days they couldn't get the handset and communicator to communicate at all, and the only way they could turn the therapy on was through the recharger app. Caller stated that today they went to try again, and this time the communicator and handset connected. Caller confirmed that all weekend the communicator would not display the blue light. Troubleshooting was not required as the issue was resolved prior to the call. Agent reviewed communicator function and troubleshooting steps if the blue light does not come on in the future. Caller noted that happened once before in the very beginning, and they thought they tried resetting the communicator but they may not have held the power button long enough. Agent documented information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.